Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hysterectomy, the electrode sparks burnt at surgeon¿s finger. There was 1st degree burn and treated by pain killer. They used another electrode to complete the procedure.